Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: evaluation revealed that the battery compartment is cracked below the finger pad extending down to the primary seal. There was no issue with loss of power. There was no evidence of moisture damage in battery compartment. (B)(6).